Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included a pentaray nav high-density mapping eco catheter and a qdot micro¿ catheter and the patient experienced cardiac arrest which required prolonged hospitalization. It was reported that the patient has a sick heart due to heart failure and previous myocardial infarction. They mapped the left atrium during afib using a pentaray and mapped a bit from the qdot catheter as well. The patient¿s blood pressure went down after finishing almost the whole map and they cardioverted the patient. There was low blood pressure still and kept decreasing. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The patient ¿got fast sr¿ and was stable. The patient had a stable rhythm but was kept sedated after. The procedure was canceled, and no ablation was performed. The physician¿s opinion on the cause of the adverse event was that it was patient condition related. The patient required prolonged hospitalization as the patient was still sedated and was waiting for magnetic resonance imaging (MRI) to check brain injuries. The most suspected device is the pentaray mapping catheter as the event occurred during mapping. However, as a conservative measure, the qdot is being captured as the reported event indicated that the mapping was done from the qdot catheter as well.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # for product code d139401 (qdot micro¿ catheter) (2) MFR # 2029046-2024-00641 for product code unk_pentaray (pentaray nav high-density mapping eco catheter).